Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced periods of no data on (B)(6). Data were provided for evaluation. Data was able to confirm signal loss. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.